Event description:
It was reported that the customer's insulin pump alarmed button error. The mother believes that maybe it was pressed against the hip while sleeping. Advised the caller to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4).